Event description:
The nurse reported diffiulty connecting the extension sets to the micro clave port male adapter plugs during set up. After the two were connected the extension sets reportedly disconnected from the microclave port male adapter plugs before the spin collars could be secure. The nurse also reported that after unspecified lengths of time during pt use, the extension sets and microclave port male adapter plugs disconnected together and the therapies were inflated. There were no reported adverse pt effects. No med interventions were required.